Manufacturer narrative:
As part of its post-market surveillance (pms) and post-marketing clinical follow-up processes, smith & nephew has conducted an analysis of the national joint registry of (B)(4) orthopaedic association national joint replacement registry (aoanjrr) data on the first generation journey¿ bcs knee system. The data indicate that the system has a revision rate over 1.5 times the primary total knee arthroplasty device class average revision rates in the njrewni and aoanjrr. Therefore, a voluntary field safety corrective action (fsca) with reference (B)(4) was submitted on 13 jun 2018 for the first generation of journey bcs manufactured by smith & nephew inc. (B)(4).

Event description:
It was reported a revision surgery was performed and the implants were removed.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no clinical relevant documents were provided to conduct a thorough medical assessment. No medical assessment is warranted at this time. This complaint will be re-evaluated if more information becomes available. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch/failure mode. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.